Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a blood leak associated with hemodialysis (hd) treatment. There was a venous leur lock noted to have loosened itself during treatment. A hemoclip had been applied per policy yet blood still seeped out at the connection to the catheter limb while still attached. In a follow up, a nurse said the leak was noticed <15 minutes into the treatment. There was no alarm and the machine was a fresenius 2008t machine. The leak was an external leak at the connection to the catheter lumen. There was a loose connection at the luer lock. There was no defect or damage seen to the combiset. The patient's estimated blood loss was <10ml and was considered to be an adverse event. There was no injury or medical intervention due to the leak. The patient did finish treatment with the same machine. The sample set is not available to return.